Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a solicited report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) in a (B)(6) male patient coincident with dianeal unknown, (imported from turkey) and extraneal viaflex, (lot number not reported) therapies. On an unknown date, the patient began treatment with dianeal unknown bag, imported from (B)(4), (3bags, daily, ip) and extraneal viaflex, (1bag, nightly, ip) intraperitoneally (ip) for continuous peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis which was manifested by cloudy peritoneal effluent. On the same day, the patient was hospitalized. The patient received the remedial medications of vancomycin (1.5gm, for day one, ip) and fortum (1gm, one dose, ip). The vancomycin was given on day seven ((B)(6) 2011) and the fortum was discontinued on an unknown date. On (B)(6) 2011, the patient was discharged from the hospital and the peritonitis was considered resolved. The dianeal and extraneal therapies were ongoing. The nurse believed that the event was possibly related to the dianeal unknown and extraneal viaflex.